Event description:
It was reported that this right atrial (ra) lead had dislocated one day post implant. Subsequently, the patient underwent a revision procedure to reposition the lead. However, repositioning of the lead was unsuccessful due to helix mechanism issues. Another ra lead was successfully implanted. Besides intervention, no other adverse patient effects were reported. The lead is not expected to be returned for analysis.

Manufacturer narrative:
This lead is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.